Manufacturer narrative:
Insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test. The device was received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blood glucose blood glucose levels in range of 300-400 mg/dl. The customer¿s blood glucose levels at the time of incident was high i.e., 460mg/dl and it was treated using insulin pump. The customer¿s current blood glucose level was 269 mg/dl. Customer declined to perform the displacement test. The customer tried to give a bolus at blood glucose of 264mg/dl but the bolus was not delivered. The insulin pump will be returned for analysis.